Event description:
See attached user facility report.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Should be 1.1mm threaded guide wire. Should be guide wire. : model no. Should be na; catalog no. Should be (B)(4). Placeholder.

Manufacturer narrative:
Additional information obtained. Account reported the patient's weight to be (B)(6).